Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Explant date: a year ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 20380023.